Event description:
According to the reporter, during a procedure, the surgeon could press the green button but was unable to squeeze the handle and fire the device. No further details provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, during a lap. Radical nephrectomy procedure while resection of renal vein. Opened a new one in order to complete the case. No injury as a result of the event.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one instrument. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.